Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial total knee arthroplasty. Approximately sixteen(16) years post-implantation the patient began to experience instability and subsequently underwent revision surgery due to wear of the polyethylene bearing. The articular surface was exchanged without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted bearing with excessive wear. The devices shows signs of use such as blood and discoloration. Reported event was confirmed by review of provided photographs. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.